Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported, there is condensation inside the cartridge chamber of her insulin infusion device. The pt was instructed to remove the cartridge and use a cotton swab to dry out the chamber. She successfully dried out the chamber. She stated, the plunger in the cartridge was in place and she could not tell where the insulin was leaking. The pt was educated on the proper procedure to change the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.